Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to the manufacturer for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the manufacturer visually inspected the device and has no visualization of foam particles. In addition to above findings, there is a presence of contamination findings, which is dust/dirt. There is a presence of error code and water ingress. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging sore throat, shortness of breath and headache. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, manufacturer confirms the presence of dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure and airpath suggesting a source external to the device. Evidence of water ingress found on blower box and blower, suggesting the use of non-distilled water. The manufacturer found no evidence of sound abatement foam degradation or breakdown. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. The following changes has been updated in this report: in box d: operator of device, device avail. For eval? And date returned are updated. In box g: report source is updated. In box h: device eval. By mfg.? And device problem code grid, evaluation results code grid and conclusion code grid are updated.